Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the units involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation are as follows: the board was installed on an in-house test system and fa was unable to replicate the reported issue. There was no communication problem or errors for one day. This was the second time that this board had been returned with the same problem and both times there was no trouble found. The module was also installed on an in-house test system and there was no error at startup. Calibration was performed and it passed. Functional test also passed. Failure analysis was unable to reproduce the reported error; however, the audio test failed. There was no audio from the module. The complaint is being reported due to the following conclusion: the reported error 40074 could not be cleared during the april 25, 2016 surgical procedure; therefore, the surgeon decided to cancel the surgical procedure as a result of the reported issue. There was no adverse event related to this event since there was no allegation of patient harm.

Event description:
It was reported that during an assisted da vinci hysterectomy procedure, the customer experienced a repeated error of not connected to vision cart. The customer had indicated that the system powered on normally with no issues and when the patient arrived in the room, the system had a repeated error of 40074. The intuitive surgical, inc. Technical support engineer advised the customer to disconnect the camera cable and reboot again, however; the issue persisted. On april 25, 2016, intuitive surgical inc., (isi) received additional information from the site. According to the customer, no da vinci ports had been made for the (B)(6) 2016 procedure although the customer was under anesthesia. The procedure was cancelled and was rescheduled for the (B)(6).